Event description:
On (B)(4) 2012, customer reported that the dxc 600 pro instrument had a leak. Customer stated that the 3-way valve on the cartridge chemistry (cc) sample syringe was leaking at the syringe-valve connection. Customer stated that they replaced the syringes and ensured that the 3-way mounting screw was tight, but this did not resolve the leak. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and replaced the leaking t-valve assembly. The repair was verified through established procedures. This resolved the issue and no further leaks were reported.

Manufacturer narrative:
(B)(4).